Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During treatment of a dissection, a complete se stent was implanted in the right limb. During a revascularization approximately 16 months later, an admiral xtreme pta balloon catheter was used to treat the right sfa/popliteal. Approximately 35 months post index procedure, the patient suffered occlusion of the right sfa. The patient was treated bypass surgery at another hospital. Outcome is reported to be unresolved. Patient discontinued study participation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.